Event description:
It was reported that the pt underwent surgery for a two level corpectomy with an interbody device at c5-c7 and anterior fixation at c4-c7. Day one post-op, x-ray films showed "the top portion of the plate came off of the track about 1cm". No revision surgery is planned at this time. No pt complications were reported.

Manufacturer narrative:
(B) (4): the product was not returned for eval. Fluoroscopic films of the plate from c5-c7 were provided. The lateral views appear to show the screw well positioned. Cornerstones at c5-c6 and c6-c7 are in good position. The ap view shows the lower aspect of the plate separated and malaligned.